Event description:
A report was received that the patient would undergo a pocket revision. No further details were provided.

Event description:
A report was received that the patient would undergo a pocket revision. No further details were provided.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-1110-02, (B)(4), model description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Additional information was received that the patient underwent the pocket revision to remove mesh that had been placed in the pocket by the physician. The mesh was removed and the patient was reportedly doing well.